Event description:
On (B)(6) 2014, the patient's son reported observing blood in the tubing. Kci recommended to discontinue activ.a.c. Therapy and to contact the wound care nurse. Upon follow up with kci global safety on the same day, the son stated he removed the dressing and observed pooling drainage that was brown/red in color with a thick consistency in the wound. Kci global safety recommended to discontinue activ.a.c. Therapy and seek medical assistance if bleeding could not be controlled at home. On (B)(6) 2014, the following information was reported to kci by the nurse: the patient returned to the hospital on (B)(6) 2014 and presented with wound bleeding. A physician placed a suture in the wound to resolve the bleeding. There was no further intervention required. On (B)(6) 2014, the following information was reported to kci by the nurse: the primary physician stated "bleeding is expected due to patient is on anticoagulant therapy." On (B)(6) 2014, a review of the physician's notes in the patient's medical record from the hospital stated on (B)(6) 2014, a small suture was placed.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding event is related to v.a.c. Therapy. No additional information is available.